Event description:
It was reported that the right ventricle (rv) lead was oversensing with noise and was confirmed fractured. The patient received inappropriate shocks. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced both physical and emotional pain as a result of the delivered shocks and has had body control issues since then.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the partial lead was returned in segments. Analysis found that and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 4076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).